Event description:
Study code was not broken. Coded terms: chest pain, non-cardiac (non-cardiac chest pain). Report received regarding a (B)(6) female ((B)(6)) who is currently participating in the (B)(4) trial. This study is a prospective, multi-center, randomized, double-blind post-marketing trial to assess the effectiveness and safety of 12 versus 30 months of dual antiplatelet therapy ((B)(4)) consisting of either clopidogrel or prasugrel plus aspirin for the first 12 months followed by clopidogrel vs. Placebo or prasugrel vs. Placebo plus aspirin for the remainder of the trial in subjects undergoing percutaneous coronary intervention (pci) with either drug-eluting stent (des) or bare metal stent (bms) placement for the treatment of coronary artery lesions. The pt¿s medical history is significant for hypertension, type 2 diabetes mellitus treated with oral medications, and previous transluminal coronary angioplasty of the lad on (B)(6) 1995. The pt has a history of allergy to erythromycin, septra, penicillin, iodine and zestril (lisinopril). On (B)(6) 2009, due to a positive stress test, the pt underwent the index procedure with deployment of two xience des stents in the rca. No info was provided regarding the extent of residual stenosis, post-stent deployment. On (B)(6) 2009, the pt received a peri-procedural loading dose of study medication, clopidogrel 600 mg. On (B)(6) 2009, following the pci procedure, the pt was discharged home on protocol required doses of study drugs: clopidogrel, 75 mg and aspirin, 325 mg. On (B)(6) 2009, the pt presented to the ER after she reportedly awoke with chest pressure and discomfort that radiated up into her anterior neck and her back. This episode was accompanied by shortness of breath. The pt denied nausea and vomiting. She had no syncope, palpitations, rapid heart beat or diaphoresis. Hosp history and physical notes for the (B)(6) 2009 hospitalization recorded medications including aspirin 325 mg daily and plavix 75 mg daily. The pt was admitted to the hosp for a ¿short stay.¿ serial cardiac enzymes, ck, ck-mb and troponin I, drawn on (B)(6) 2009 were negative. ECG revealed sinus rhythm and no diagnostic st segment changes. On (B)(6) 2009, the pt was discharged from the hosp and the event was considered resolved. No further info was available at the time of this report. In the investigator¿s opinion, the event of non-cardiac chest pain was considered moderate in intensity, not related to the study medication, possibly related to the study device and definitely related to the study procedure. On (B)(6) 2009: additional info received from the study site: the pt was treated with one inch of nitropaste prn from (B)(6) 2009 for the event of non-cardiac chest pain. No additional info was provided. On (B)(6) 2009: both xience stents were implanted in the mid-rca. Residual stenosis post stent deployment was 0%.